Event description:
The customer stated that insulin leaked past both o-rings of the reservoir. The reported blood glucose reading was 229 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will not be returned for analysis and further info will follow once the analysis has been completed.